Event description:
It was reported that while performing an atrial flutter diagnostic study, the catheter had integrity break at the distal tip. The physician placed the coronary sinus catheter and upon utilizing fluoroscopy, the physician noticed that it appeared to have integrity break in distal portion of the cs catheter. The catheter showed an indentation between poles on the catheter that was visualized with fluoroscopy. The biosense webster representative instructed the physician to remove the catheter from the patient. Another catheter was used to continue with the procedure. No patient injury was reported. Prognosis for the patient was excellent.